Event description:
I was implanted with mentor smooth saline breast implants in 2004. A year later I visited the dr for a shoulder pain and inflammation with accompanying muscle spasm that never went away. It became cervical and general dystonia, chronic migraines, joint pain, arthritis, and incessant breast tenderness and pain. I linked the implants as the start of my declining health and was able to pay for an explant finally in 2016. The explant surgeon advised me one implant was molded around the port, and he had scraped my tissue free of the absorbed decomposing silicone that surrounded the implants as much as possible. I continue treatment for my remaining health problems associated with chronic inflammation. I was warned of none of these permanent health risks associated with the these implants upon receipt. The MFR was dishonest in the portrayal of mentor smooth saline implants as a safe medical implant. I have retained the implants, and will continue to should I need to provide my property as legal evidence.